Event description:
On (B)(6) 2015, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unknown dates, the patient experienced syncope and was hospitalized for further testing. On an unknown date, the patient had a gastroscopy, and a duodenal ulcer was discovered. The patient was discharged from the hospital with unspecified treatments on an unknown date.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcer is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.